Manufacturer narrative:
(B)(4). When reviewing similar reportable events, we have found a few cases that may relate to the issue investigated here: unstable easytrack track system. We have been able to establish that compared to the amount of sold devices and in comparison to their daily use, there is no trend observed for reportable complaints with this failure and the occurrence rate is low. The device was inspected by the technician visiting the site, who found a track system for the ceiling device installed correctly. There was no technical installation system malfunction found. Based on collected information, photographic evidences and findings made during the inspection of the easytrack fs system and involved maxi sky 2 ceiling lift, we (arjohuntleigh) have been able to establish that the incident occurred as the result of using the system outside of the scope of its intended use. As per the 2-post easytrack system instruction for use (001.10600) that is attached with each arjohuntleigh ceiling rail system, to provide safe movement of the resident, the transfer should be conducted along the track, in parallel plan to the upright posts. According to the easytrack preventive maintenance schedule section, before every use, the user should inspect whether the post are straight. In regards to the information provided, the transfer of the involved resident was reported to be conducted outside of the recommended transfer zone. It was indicated that during the transfer, the patient was pushed too hard, at an angle of 15 degrees. Note: pushing the patient sideways significantly may have influence the stability of the free standing system. It is also worth noting that the easytrack fs has been tested by (B)(4) regarding iso 10535 requirements (section 7.4 - static stability), and it should be stable (not lose its equilibrium, both loaded and unloaded) up to 10 degrees. What is more, the easytrack portable track system is designed to be used with arjohuntleigh portable lifts. Note, that the maxi sky 2 ceiling lift used in the complaint transfer is a fixed ceiling lift, not intended to be attached on involved installation. Our evaluation appears to point to a use error having occurred. If the IFU and the correct procedure of resident transfer would have been followed with using adequate precautions, the event would have been avoided. This is to be communicated to the customer. In summary, the track system was being used at the time of the event and played a role in the reportable incident. Following the above findings, this incident is considered to occurred not because there was a technical malfunction of the installation system, but since due to a use error the device did not perform as intended.

Event description:
The installation involved in the incident was a 2-post assembly easytrack fs portable system, designed to be used with arjohuntleigh portable ceiling lifts. Arjohuntleigh has become aware of the customer complaint alleging that the upright posts of the easytrack fs track system became unstable and subsequently collapsed. This incident was reported to occurred while the patient was being transferred, with use of the non-portable maxi sky 2 ceiling lift. There was no injury reported as a result of the event.